Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receiving from a healthcare provider via a device manufacturer representative indicated that the patient had a history of lumbar fusion, ongoing low back and leg pain, neuropathic pain , and a history of high blood pressure. It was reported that the patient was receiving clonidine (307 mcg/ml at 149.7 mcg/day) and fentanyl (123 mcg/ml and 59.98 mcg/day) via the implantable infusion pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had the pump implanted on (B)(6) 2018 and removed a stitch. An infection occurred and the patient was put on an antibiotic and the pump was later removed on (B)(6) 2018. It was reported that there was nothing wrong with the pump and would be replaced in the future. The issue was reported as resolved and the patient was alive with no injury. The customer discarded the pump and it would not be made available for analysis. No further complications have been reported as a result of this event.